Event description:
On (B)(6) 2009, the pt reported that she spilled insulin into the cartridge compartment of the infusion device. She immediately removed the insulin cartridge, dried the insulin with a tissue, and inserted a new insulin cartridge. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.